Event description:
It was reported a patient underwent a CABG procedure on (B)(6) 2024 and suture was used. Needle pulled off the suture strand during procedure. Needle did not break, and all needle was accounted. Product could not be used due to detachment. No reported patient consequences. Additional information has been requested. Surgery delayed 5 mins another product was opened and used. The procedure was successfully completed. Additional information has been requested.

Manufacturer narrative:
Product complaint#: (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: was other medical intervention required? No. Additional information has been requested and not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Quantity of product involved was entered as (B)(4). Please confirm the number of needles that pulled off from suture during this procedure. 22 when did the needle detach or pull off from the suture (in the package, during removal from the package, during handling prior to using on the patient, or during use on the patient) please provide details for each of the involved devices? Unknown, product returned back. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/23/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.